Event description:
Event description cpi received information interrogation of this implantable cardioverter defibrillator (ICD) indicated that the ICD had experienced a reset and may not be capable of delivering therapy. The physician elected to explant the ICD.